Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify charge, battery lasts less than expected anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the buttons of insulin pump were sticking. The customer¿s blood glucose level was unknown. Customer stated that the batteries lasts for 2 weeks. The insulin pump will not be returned for analysis.